Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during priming, bolus, and basal. Customer reported that this issue affected three reservoirs from the same box. The customer reported that the issue was resolved by using a new box of reservoirs. Blood glucose level at the time of the incident was over 250 mg/dl. The customer was advised that the reservoirs would be replaced and agreed to return the products for analysis.